Event description:
It was reported that a balloon rupture occurred. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the device was forced through a tortuous part of the vessel and the blade had damage or ruptured the balloon. The device was removed and the procedure was completed with another of the same device. There were no complications reported.

Manufacturer narrative:
H6 device codes: corrected the device was returned for analysis. A visual examination identified that the balloon was in a wrapped state and had not been subjected to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. The device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking through a pinhole in the proximal balloon cone. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no issues on the hypotube. A visual and tactile examination found no issues on shaft polymer extrusion. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure it was noted that the device was forced through a tortuous part of the vessel and the blade had damage or ruptured the balloon. The device was removed and the procedure was completed with another of the same device. There were no complications reported.